Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient did not wear a mask and was setting up their solutions in the bathroom leading to the reported event. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the reported event and was started on vancomycin (2gm, intraperitoneally (ip), one time only) and fortaz (1gm, intraperitoneally (ip), daily for six days). The same day, the patient was retrained on aseptic technique. The patient was switched to cipro (orally, dose and route not reported) on the same day that fortaz was discontinued. The same day, the patient was also retrained on aseptic technique again. The patient was reported to be recovering from the reported event. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.